Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has not flashing status indicator light.

Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed on (B)(6) 2014 and performed to specification up to (B)(6) 2016. Later on this date the device records manual power ups in which the technical log indicates an in range patient impedance was detected, with no shock advised on two occasions and two shocks carried out on the third occasion. The pad-pak was removed and reinstalled on several occasions between (B)(6) 2016 with the device passing self-tests. The returned pad-pak was inserted into the device and the device passed a self-test. The green status led and the left pad placement leds failed to illuminate. No warnings were given at shutdown and the green status led remained extinguished. This would confirm the reported fault. The device delivered a test shock without fault and an acceptable measurement was recorded. The green status led failed to illuminate throughout the power up. The device powered off without any warnings and the green status led remained extinguished. The device was disassembled for investigation. The membrane was tested during the investigation and found that damage within the membrane tail resulted in the pad placement led and the green status led failing to illuminate when required and only illuminating when the ribbon tail was extended. The membrane was sent for external analysis and found that the membrane had a thinner than expected conductive layer and protection polymer layer. Measurements were taken that were outside specification indicating a manufacturing defect in the membrane tail. The membrane tail being bent during the assembly process and glued into place using silicone and the cracks in the silver tracks resulted in the failure. Investigation found the reported fault can be attributed to membrane failure.